Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) loss of capture. Review of device data by technical services (ts) found what appeared to be loss of output for at least two seconds. Ts noted that the loss of output appeared to have just started. Thresholds and impedances were within normal limits. Some oversensing of noise was found on the rv channel however, there was no impact on therapy due to the oversensing. The caller was referred to the physician to determine the next steps. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) loss of capture. Review of device data by technical services (ts) found what appeared to be loss of output for at least two seconds. Ts noted that the loss of output appeared to have just started. Thresholds and impedances were within normal limits. Some oversensing of noise was found on the rv channel however, there was no impact on therapy due to the oversensing. The caller was referred to the physician to determine the next steps. This pacemaker remains in service. No adverse patient effects were reported.